Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child has resisted wearing the external device since september of 2021; recent in situ testing revealed affected channels. The user was re-implanted with a shorter electrode array.

Event description:
The child has resisted wearing the external device since (B)(6) of 2021; recent in situ testing revealed affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.